Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10: updated; b5, b7, patient codes, device codes, method codes; additional manufacturer narrative: through the receipt of medical records the clinical observation of stenosis and valve degeneration was confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The root cause of this event is most likely due to patient factors and progression of patient's underlying valvular disease pathology. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Through receipt of medical records it was learned a patient initially implanted with 25mm edwards aortic valve for 10 years 10 months, underwent a valve in valve procedure due to severe stenosis and valve degeneration. The patient presented symptomatic with congestive heart failure. A 26mm replacement valve was implanted in the patient. The patient tolerated the procedure well and was transferred to cicu in stable condition. The patient was discharged pod #5.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient initially implanted with an unknown edwards aortic valve for an estimated 12 years, underwent a valve in valve procedure due to stenosis. A 26mm 9600tfx replacement valve was implanted in the patient. The current patient disposition is unknown.